Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no allegation of serious or permanent harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no allegation of serious or permanent harm or injury. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. Additionally, error 262 couldn't be solved by performing a firmware upgrade. Vanity cover is damaged. Air inlet foam filter will be replaced due to preventive maintenance. The device was repaired pursuant vks guidebooks. Philips received additional information indicating the device passed all testing after repair. The system board and vanity cover were replaced to address the observed malfunctions.